Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. Evaluation summary: the lead was returned and analyzed. The primary analysis revealed no anomalies found.

Event description:
An allegation from an attorney indicated the patient is deceased.